Event description:
It was reported that the patient underwent a gynecological procedures on (B)(6) 2004 and sparc and mesh were used. On (B)(6) 2005 and on (B)(6) 2007 another mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of three medwatches being submitted. See also medwatch 2210968-2012-05589 and 2210968-2012-05591. The same patient is represented in each medwatch.

Manufacturer narrative:
.

Manufacturer narrative:
(B)(4). It was reported that the patient experienced pain, erosion, infection and urinary/bowel problems. It was reported that the patient underwent laparoscopic lysis of adhesion and repair of posterior mesh erosion. (B)(4).